Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited was appeared to be competitive pacing and possibly blanking /fusing with intrinsic p-waves. The patient underwent non-invasive programmed stimulation (nips) testing and induction was unsuccessful. Atrial tachycardia response (atr)was programmed off. No additional adverse patient effects were reported.